Event description:
It was reported that the device was leaking and failed calibration. There was unknown patient involvement and unknown patient harm/adverse event reported.

Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed which found that the device had a cracked tank cover and it failed the over temp alarm test. The tank cover was replaced, and the alarms were re-calibrated to fix the issue.